Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was treated by ems due to low blood glucose. The patient's blood glucose was 28 mg/dl. The customer's agent called him and the agent thought he was drunk. The neighbor came over and called the emts and the customer was treated with food. The customer also had a low this morning and treated with mashed potatoes and creamed corn and his blood glucose increased to 483 mg/dl. The customer treated the high blood glucose with a bolus. Troubleshooting occurred to inspect the insulin pump. The drive support cap appeared normal. The customer's basal rates were recently changed by his health care professional since he has ptsd. The customer did not believe the insulin pump was over-delivering. No products were returned or replaced.